Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer's family member regarding a patient implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient had a fall and their device was not working following the fall. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that everything was fine and the patient was set to have the device replaced on (B)(6) 2017. The consumer did not know why the device was going to be replaced and stated the device and therapy had nothing to do with it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.